Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on may 5, 2026, the patient experienced elevated blood glucose levels after approximately 1-4 hours of pod wear, which did not decrease despite the administration of correction bolus doses. Blood glucose was reported to have increased to above 33 mmol/l (594 mg/dl) and the patient developed symptoms including pallor, dry mouth, stress, and a feeling of panic, prompting her to seek medical attention. She presented to spital thun diabetes clinic, where blood glucose was measured using three different methods, including two fingerstick measurements; however, readings could not be obtained, reportedly due to the elevated value. The patient further reported that ketone testing at the clinic yielded a positive result of approximately 2 mmol/l. No specific medical diagnosis was reported. A healthcare professional (hcp) advised the patient to replace the pod and subsequently administered 10 units of insulin via a pen injection into the abdomen when blood glucose did not decrease following use of the new pod. The hcp also adjusted the patient¿s omnipod therapy settings on the controller. It was reported that the second pod was later replaced with a third pod. The patient¿s blood glucose stabilized following treatment, and she was released the same day after approximately 3-4 hours. The patient further stated that the hcp suspected insulin resistance, which may have contributed to the event. A follow-up endocrinology evaluation was scheduled for (B)(6) 2026. The patient stated that the pod involved is unavailable for return and evaluation.